Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not flow. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and gravity tests were performed, which observed a blockage on the returned sample due to a defective drip chamber. The reported condition was verified. The cause of the condition was manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.